Event description:
It was reported there were low out of range impedance values. Pairs 0 and 1 were 38 ohms and pair 10 and 11 was 35 ohms. It was noted these pairs were not used in programming. The patient's left side was programmed to case and 0 and the right side was programmed to case and 10. The patient's tremor had been treated appropriately but since a programming change three weeks prior the patient was reporting that their balance was off and that they had a couple more falls. It was noted on the patient's previous settings when they walked it felt like they didn't have parkinson's but since the change in programming walking has worsened but tremor control had improved. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown, but there was a possible short circuit. The left side electrodes 0 <(>&<)> 1 = 33 ohms and the right side electrodes 10 <(>&<)> 11 = 35 ohms. An x-ray done on (B)(6) 2013 showed no lead fractures or lead dislocation. Reprogramming was done on (B)(6) 2013 and (B)(6) 2013 to avoid using electrode # 0, 1, 10, 11. The result was that the patient was "tolerating well". It was stated that the patient was responding "well" to the stimulation with "minimal" adverse effects or concerns. The patient did not report any falls. The patient outcome was reported as no injury. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va03bqa, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# va03bqa, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.